Event description:
It was reported that this patient experiences capsulitis of the shoulder after immobilization requirements post pacemaker placement. As a result, pain medication was administered. This pacemaker remains in-service. No additional adverse patient effects were reported.